Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device, which led to an abnormality in electrical parts, and resulted in the displayed error message (e216) temporarily. The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscope" the event can be prevented by following the instructions for use (IFU) which state: "-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had an e216 scope communication error and the picture disappeared and reappeared. The issue was detected during a diagnostic bronchoscopy procedure. The device was inspected before use with no issues reported and the procedure was finished with a similar device after about a 30-minute delay. No reports of patient harm were associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. E216 was not reproduced in repair center. The device evaluation found the following: due to deformation of scope connector cover unit, water tightness was lost, the scope connector and the circuit board unit in scope connector had corrosion due to water leakage, due to wear of angle wire, bending angle in up direction did not meet the standard value, and the adhesive on the bending section cover rubber had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.